Event description:
Customer reported that she was hospitalized due to diabetes related issue. Customer stated that her insulin pump was constantly giving her problems and it was not working correctly. Customer declined to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.